Event description:
The customer reported that the lh750 hematology analyzer generated erroneously high eosinophil (63.9 percent) and low neutrophil (22.3 percent) results on one patient sample. The test results were accompanied by an instrument-generated message for imm ne 1 (imm ne 1 = immature neutrophils, suspect immature neutrophils, primarily bands) and imm ne 2 (immature neutrophil 2, suspect immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes). The erroneous test results were reported out of the laboratory. The physician questioned the test results. The sample was rerun on the lh750 analyzer and recovered lower eosinophil (0.1 percent) and higher neutrophil (81.2 percent) results than seen with initial run. A manual differential was performed and its results (0 percent eosinophils, 87 percent neutrophils) confirmed the rerun results on the lh750 analyzer which the lab considered to be correct. A corrected report was issued. There were no reported changes to patient treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. This MDR is for patient 2 of 2 on day 2 of 2. See MDR #1061932-2011-02025 for patient 1 of 2 on day 1 of 2. Quality control samples were run before and after the event and recovered within expected ranges. Raw data from the test run were not provided for analysis. On (B)(4) 2010 a field service engineer visited the site to assess the instrument. He found that the scatter mask was loose and not positioned in properly in the center. He repositioned the mask and tightened it. He also checked latron and adjusted differential scatter. The root cause is unknown but may be related to hardware repairs performed during the service visit.